Event description:
Approx 1 1/2 hrs into hemodialysis treatment pt c/o feeling bad stomach cramps. Developed chest pain. Md notified, treatment discontinued after 2 hrs. Md sent to hosp per pt's request and admitted.